Event description:
Report rec'd from abbott international affiliate that states "anesthetist placed syringe on device and injected fluid and removed syringe. A few minutes later she noticed valve had become dislodged inside and blood was flowing out. Device was removed and replaced. Faulty component discarded. Since packaging was discarded. Lot number is that on another device on shelf." Report event outcome indicates "recovered. No medical intervention required other than device replacement." No add'l info was available.